Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The cardiohelp unit was returned to the service center to address the issue. The service center could not duplicate the problem an the unit was returned to service. (B)(4).

Event description:
On (B)(6) 2013, at metro medical equipment supply, st. Louis, mo, the cardiohelp unit (B)(4) had an out of the box battery calibration failure. (B)(4).